Event description:
Boston scientific crm received information from the patient's wife, that her husband with this device passed away. She inquired with technical services (ts) on whether her husband's sleep apnea machine may have negatively interacted with his device. She reported her husband was issued the wrong machine for his sleep apnea, and he was unable to exhale while using it. An autopsy did not mention the device and indicated heart attack as the cause of death. Additionally, she had learned her husband also had type ii diabetes and chronic obstructive pulmonary disease. Ts recommended she consult her husband's cardiologist about the interaction between our devices and these type of devices. Ts also suggested she ask whether the device was interrogated around the time of death for any available information.

Manufacturer narrative:
As of this report, the device has not been returned for analysis and it is not included in any advisory. Its status is also unknown. There is no additional information related to this event available to the company at this time. If additional information becomes available, the event will be updated as necessary.